Event description:
It was reported that patient underwent surgical intervention on (B)(6) 2025, wherein an ipg and a lead were implanted. Thereafter, the patient was unable to move the legs. Additional intervention may take place to address the issue.

Manufacturer narrative:
The malfunction was with the lead and not this device. There were no allegations of malfunction or deficiency against this device; therefore, this device is no longer considered reportable. The reported device is documented under [manufacturing report number: 3006705815-2025-18124].

Event description:
Additional information indicates that the malfunction was with the lead and not this device. There were no allegations of malfunction or deficiency against this device. The reported device is documented under [manufacturing report number: 3006705815-2025-18124].